Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The "cause traced to device design" conclusion code was selected based on the direct observation of a fractured lead conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead had fracture and exhibited high impedance. The patient had occlusion and came to emergency room with chest pain and has right sided pneumothorax. In addition, there was a suspected lead dislodgement. Additional information received indicates that the patient had left sided pericardial effusion. The physician believed that the patient coughed hard and the atrial lead perforated through the pericardium and the helix tip punctured the left lung. Under x-ray the lead looked stable. A chest tube was inserted. There was no blood loss. Hemoglobin was the same throughout. The physician monitored the lead and removed the patient's chest tube. This lead was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead had fracture and exhibited high impedance. The patient had occlusion and came to emergency room with chest pain and has right sided pneumothorax. In addition, there was a suspected lead dislodgement. Additional information received indicates that the patient had left sided pericardial effusion. The physician believed that the patient coughed hard and the atrial lead perforated through the pericardium and the helix tip punctured the left lung. Under x-ray the lead looked stable. A chest tube was inserted. There was no blood loss. Hemoglobin was the same throughout. The physician monitored the lead and removed the patient's chest tube. This lead was explanted and was returned for analysis. No additional adverse patient effects were reported.